Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no further action was taken.